Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service related to the complaint or service history. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer stated won't turn on/off was confirmed due to bad nicad and lithium batteries for they were old and depleted, replaced them with new batteries. (B)(4). The device will be missed 3 days tat due to channel a and b failed final teat due to bad drive modules. Replaced them 2 new drive modules on channel a and b. (B)(4). Channel b recalibrated that passed calibration and final test. No need to be replaced the drive module on channel b. (B)(4).